Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32901. It was reported the patient was not receiving effective stimulation. X-rays were taken and confirmed that the leads at l5 and s1 had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.